Event description:
It was reported, during an implant attempt, oversensing was confirmed after connecting the lead to the device. An ingress of blood was also noted in a connector, and a grommet was noted to be damaged. It was further reported that ventricular and atrial grommet surface damaged was observed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, grommet and setscrew damages were noted.